Event description:
Ultrasound magseed placement on patient performed. Mammogram was obtained afterwards and only one magseed was identified when two were placed. We reimaged patient under ultrasound and also could not find 2nd magseed, so radiologist placed a new magseed into the patient. The sonographer took representative pictures of both magseed in place and patient went to mammogram for additional acknowledgement of placement. Could not determine which magseed was defective due to both were placed on sterile tray at the beginning of the procedure.